Manufacturer narrative:
A ge representative evaluated the system and replaced a cable and the fluoro functions board. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
It was reported that the system displayed "collimator too large" error during a procedure. No patient injury was reported.